Event description:
It was reported the patient experienced difficulty charging the implantable pulse generator (ipg). The physician assessed the ipg had migrated in the pocket. The patient underwent a revision procedure where the ipg was repositioned. The patient was recovering as expected.